Event description:
The complaint was reported as: complaint alleges: the green funnel separated from the catheter. No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
Sample has not been received by MFR in time for this report.